Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm, and customer noticed smell of insulin. Customer also reported that the insulin pump required many tries of different new batteries before it would turn on. Customer noticed a black dot and a rainbow effect on the screen. Customer's blood glucose was unknown. During troubleshooting, found the device had been exposed to high magnetic field. Customer reported a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.